Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels, with a reading of 1500 mg/dl. The customer has been having continuous problems with high blood glucose levels, and would like to have the insulin pump replaced. Nothing further was reported.